Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature issue with the pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a temperature issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump; the complaint was not verified in the pump¿s history. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was damaged at the coin slot. The returned cap was unable to fully tighten on to the pump; however the pump powered on with the returned battery cap during testing. The pump¿s current draws were found to be within specifications. No evidence of excessive pump temperature was duplicated during testing. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not verified or duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).